Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery the centrifugal pump squealed. No known impact or consequence to pt. The product was changed out. The surgery was completed successfully.